Manufacturer narrative:
The full identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. Customer telephone number is (B)(6). The access sars-cov-2 igg ii assay was not returned for evaluation. There were no reports of system issues at the time of the event. No hardware errors or flags were reported in conjunction with the event. System check was performing within specifications at the time of the event. Quality control was not run at the time of the event. Although the sars-cov-2 igg ii calibration was noted to be expired at the time of the event, there is insufficient information to reasonably suggest a malfunction. It should be noted that the access sars-cov-2 igg ii is not labeled for vaccine response detection. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021, the customer reported that on (B)(6) 2021, nonreactive covid igg ii (access sars-cov-2 igg ii, part number c69057 and lot number 922896) patient results (7.92 au/ml with a cut-off at 10 au/ml) were generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) for one patient. There was no report of injury or illness to the patient in conjunction with this event. The customer considered the results to be discordant to a competitor method (diasorin trimeric method; results of 50.18 bau/ml with a cut-off at 33.8 bau/ml were obtained). The patient had been vaccinated with the astrazeneca vaccine on (B)(6) 2021. No hardware errors or issues with other assays were reported in conjunction with this event. System check was passing within specifications at the time of the event. Quality control was not run at the time of the event. Although the covid igg ii calibration was noted to be expired at the time of the event, there is insufficient information to reasonably suggest a malfunction. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.